Event description:
Boston scientific crm received information that this ICD exhibited a monitoring voltage of 2.86 v. Premature battery depletion was alleged. The device belongs to the shortened replacement window (4/05/2007) advisory. A technical services (ts) consultant discussed the possible remaining longevity of the device and discussed that it did appear that the battery may not be depleting at a normal rate. They recommended performing a save to disk; however, the patient had already left the clinic. The save to disk would be performed at the patient's next follow up. Additional information was provided that the battery voltage had decreased to 2.66 at 29 months of implant. The clinician was not comfortable with the battery voltage and sent in a save to disk for further evaluation. A review of the memory disk revealed that the device was not affected by the srw advisory malfunction; however, the device did appear to be depleting slightly prematurely. Additional information was provided that the patient later reported hearing beep tones from the device, and the device was subsequently found to have reached elective replacement indicator (eri). The advisory and premature battery depletion were again questioned. Ts discussed replacement of the device. To date, there have been no reported adverse patient effects associated with this clinical observation. Additional information was provided that the device was explanted and returned for analysis.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 189 mg/dl and 90 mg/dl; 190 mg/dl and 90 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.